Event description:
It was reported that the green cable is frayed out from the connector. The holster was replaced and the case was completed w/o any pt consequence. Device is being returned for repair.

Manufacturer narrative:
(B)(4). Evaluation summary: malfunction. The analysis site confirmed the customer's complaint of the green cable being frayed. The blue cable was bent. During disassembly the e-clip was damaged. To correct the analysis, site replaced the green and blue cable along with the e-clip. After servicing, the unit passed all qa functional testing. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.